Event description:
Reportable based on analysis completed on (B)(6) 2011. User facility medwatch (B)(4). It was reported that during an embolization treatment procedure, the coil could not be deployed. The patient was undergoing repair of an aneurysm in the severely tortuous abdominal aorta. A .038" imager ii berenstein catheter was selected for use and intermittent flushing was utilized. The .035" 10mm x 40cm interlocking detachable coil (idc) 2d was advanced through the distal end of the catheter when it appeared that part of the coil was being pulled back into the imager, due to the acute angle of the vessel. It was further reported that as the catheter was being removed, the coil deployed and unraveled inside the catheter. The procedure was completed with a different sized coil and catheter due to the patient's anatomy. There were no patient complications reported and the patient's status is ok. However, device analysis revealed the interlocking coil arm was detached.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the delivery wire was not received, only the coil was returned. The coil was severely stretched and kinked at the proximal end. The fiber bundles were covered in dried blood which was also present along the stretched section of coil. There was evidence of a weld on the coil; however, the interlocking coil arm was not attached on the returned device and appeared to have been pulled off. The interlocking coil arm was not returned. Microscopic inspection revealed the zap tip shape and surface were smooth. The dimensions that could be measured were found to meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).